Event description:
The customer reported that erroneous low progesterone results were generated on an access 2 immunoassay system for a first trimester, pregnant patient. The progesterone results were reported out of the laboratory and were questioned by the physician as they did not match the patient's clinical picture. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event upon repeat testing of the patient sample using an alternate methodology, the repeat testing produced a higher result that the doctor felt was a better match for the patient's clinical picture. Assay instrument quality control results recovered within the customer's established specifications on the day of the event. Sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that a system check performed prior to the event passed instrument specifications. The patient sample involved in this event was returned to beckman coulter inc. For evaluation. The patient sample was confirmed to contain heterophilic antibodies that interfered with the access progesterone assay. The cause of this event is patient related sample interference.